Event description:
Inflatable penile prosthesis (ipp) developed "leak".======================manufacturer response for ipp, assembly penile mentor (per site reporter).======================device has been returned to the manufacturer for evaluation.